Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender sys. The incident occurred in (B)(6). This medwatch report is filed on behalf on sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 gas blender displayed an error during set up. Sorin group (B)(4) investigated the issue. A defective air flow control was identified as the problem. The defective part was replaced and the gas blender tested without issue. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender displayed an error during set up. There was no pt involvement.